Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and review identified the following: an initial left tha with 2 revisions due to metal related pathology and subsequent dislocations. During the revision surgery to correct the dislocations, the 10 degree liner would not assemble to the shell. The surgeon repeatedly checked the screw was not proud, however after multiple attempts impacting, the screw was then proud and corrected. A new screw was inserted and a high wall liner was used that assembled correctly. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the liner would not engage the shell and the initial screw was thought to be sitting proud. The screw was removed and a shorter screw implanted. The first liner was still unable to be locked into the shell. A different liner was able to be implanted after the shorter screw was implanted. The procedure was completed without further complication. Attempts have been made and no further information has been provided.